Event description:
The customer reported having unexplained low blood glucose. Troubleshooting was performed. The blood glucose reading at time of call was 141mg/dl. The customer stated that he passed out during a training session. The caller mentioned that the day he called his blood glucose was very low and paramedics were called. Reviewed the settings, basal rates, and bolus wizard settings and all appears to be correct. The customer mentioned that the time was incorrect, and maybe it was due to getting larger basal earlier than needed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.